Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the aneurysm was located on the patient's right side.

Manufacturer narrative:
Product analysis findings: no damages were found with the pipeline flex pusher. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil was found intact and unstretched. The braid was returned already deployed. The two ends of the braid were found damaged and frayed. The entire braid was found fully opened but flattened. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open¿ could not be confirmed. It is likely the reported severe patient vessel tortuosity and the braid positioning at a vessel bend caused the failure to open. Other possible causes for failure are damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, presence of other indwelling endovascular stent and inappropriate anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Please reference MDR# for other ped. 2029214-2020-00609, 2029214-2020-00610. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three medtronic flow diverter devices failed to open due to severe bend in patient. The flow diverters were removed, and they eventually deployed a medtronic flow diverter and had to work to get back to post dilate. No patient injury was reported as a result of the event. It was reported that this was a difficult case due to a very deceptive turn that was multi-planar at the anterior genu. The medtronic flow diverter (ped-500-14) was believed to be twisting when it was introduced through the microcatheter going through the tortuous segment. The middle and distal sections could not be opened. The middle section of this flow diverter was also positioned on the bend. More than 50% of the flow diverter was deployed when it failed to open. It was resheathed less than or equal to two times with no extra attempts to open it. The flow diverter was resheathed and removed from patient with microcatheter. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4mm x 3mm located in the superior hypophyseal segment of the internal carotid artery (ica). The distal and proximal landing zone was 3.7mm x 4.7mm. The vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy. The pru was in normal ranges. Post procedural angiography was good.